Event description:
It was reported that approximately six months post stent coil embolization procedure the patient suffered a left cerebral infarct and experienced numbness of the right arm and leg. The physician did not administer treatment. The patient¿s symptoms subsided and was reported to have a modified rankin scale of 0 (mrs). No additional information is available.

Manufacturer narrative:
Subject device implanted.

Event description:
It was reported that approximately six months post stent coil embolization procedure, the patient suffered a left cerebral infarct and experienced numbness of the right arm and leg. The physician did not administer treatment. The patient¿s symptoms subsided and was reported to have a modified rankin scale of 0 (mrs). No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke and neurological/intracranial sequelae are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.